Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1398 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the empty reservoir alarm occurred on (B)(6) 2016. The pump alarm was heard and confirmed by telemetry. The pump was refilled and updated at that time. No patient symptoms were reported. Additional information was received on 12-apr-2016 and it was reported that the patient had missed the refill due to scheduling issues. The patient's pump was alarming when he came in to have it refilled. The pump had been empty for six hours. The patient had no issues with withdrawal. The pump was refilled with lioresal without any further problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.